Manufacturer narrative:
Sections with additional information as of 02-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results obtained of 52 mg/dl. Customer stated that he felt physically well with no symptoms of low blood sugar when this result had been obtained. During the call, a blood test was performed by the customer non-fasting and produced test result of 186 mg/dl using truemmetrix meter. Customer felt this result was too high as he had expected under 150 mg/dl non-fasting. The customer¿s expected fasting am blood glucose test result range is 83-110 mg/dl. Expected night fasting result is 130 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is 04/29/2020. The meter memory was reviewed for previous test result history (only had one result): result 1 : 52mg/dl date: (B)(6) 2020 time: 8:56am fasting.